Event description:
It was reported that the unit lost all power and quit ventilating. Reportedly the device was accidently unplugged. No injury reported.

Manufacturer narrative:
Based on the log analysis it could be comprehended that the battery was complete discharged the day before the event. The next morning when the device was connected to mains supply a battery charge level of 0% was displayed. Three hours later at 07:47 the next operation was started. At 13:20 the power plug was disconnected and the device switched off immediately as reported. The log records do not provide any information about the charge status of the battery at that time. The IFU describes as a warning: "if the batteries have not been sufficiently charged and a power failure occurs, it may only be possible to continue operation for a short period of time. Charge batteries for at least 10 hours before first use or after storage." It is also described in the instructions that in case of a fully charged battery the supply is maintained for at least 30 minutes. It can be concluded that the reported device shut down was caused by a deep discharged battery in combination with a mains power interruption. During start-up phase the battery is tested. In case of a detected failure of the battery an alarm is posted and the battery charging level is displayed as 0%. In case of a power supply failure, the device continues operation using the internal backup batteries without limitation of functionality while a power failure alarm is given. The remaining capacity of the batteries is indicated to the user and additional warnings are given when the residual battery capacity underruns 20% respectively 10%. After the event the device was successfully tested by the biomed and was returned to use. No replacement of the battery took place. Therefore, it can be assumed that no failure of battery was present. The reported event is rated as use error (not following the IFU) as the discharged battery was not sufficiently charged before the device was used on the patient again.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit lost all power and quit ventilating. Reportedly the device was accidently unplugged. No injury reported.